Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please advise # post op days the photo was taken. Dr.wants to see the photo, please share the photo, will check with the dr and confirm back. Was the photo taken before or after debridement? Dr.wants to see the photo, please share the photo, will check with the dr and confirm back. Was there any deficiency or complaint in regard to the ethicon suture used to close the layers of tissue? No. What was the condition or state of the suture upon presentation of the wound dehiscence? Good. Does the surgeon think the sutures (vicryl plus size 1 for capsule, subcutaneous fat with 2-0 vicryl plus & 3-0 monocryl plus for subcuticular) caused or contributed to the wound dehiscence? No. Please specify which suture(s). Vicryl plus size 1 for capsule, subcutaneous fat with 2-0 vicryl plus & 3-0 monocryl plus for subcuticular. Please mention the source through which the information is received (information received from dr, nurse etc.) Dr. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an total knee replacement on an unknown date and topical skin adhesive was used. Post operation the doctor had observed wound dehiscence; additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information provided: providing the picture. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the product? What was the procedure date? What date /day post op was the dehiscence noted? How was the wound closed? Please provide how each tissue layer of the wound was closed? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product code and/or lot of products used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? Name of surgeon? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Please advise # post op days the photo was taken. Was the photo taken before or after debridement? Was there any deficiency or complaint in regard to the ethicon suture used to close the layers of tissue? What was the condition or state of the suture upon presentation of the wound dehiscence? Does the surgeon think the sutures (vicryl plus size 1 for capsule, subcutaneous fat with 2-0 vicryl plus & 3-0 monocryl plus for subcuticular) caused or contributed to the wound dehiscence? Please specifiy which suture(s). Additional information has been requested and received. What is the alleged deficiency of the product? Dr is asking to evaluate from our end. What was the procedure date? (B)(6) 2025. What date /day post op was the dehiscence noted? 3rd day post operatively. How was the wound closed? Capsule, sub cute/fat, sub cuticular and skin with dermabond prineo. Please provide how each tissue layer of the wound was closed? Vicryl plus size 1 for capsule, subcutaneous fat with 2-0 vicryl plus & 3-0 monocryl plus for subcuticular. Was any prescription strength medication prescribed? Please specify? Regular antibiotics cefuroxime sodium inj 1.5 gm IV. Was any surgical intervention performed? Yes, debridement done. Please describe how was the adhesive was applied. After closure cleaned the wound with sterilium, after a while cleaned waited to dry and dermbond prineo applied. What prep was used prior to, during or after adhesive use? Nothing, applied only dry gauze piece dressing. Was a dressing placed over the incision? If so, what type of cover dressing used? Dry gauze piece. Patient demographics: initials / ID, gender, age or date of birth; bmi: confidential, bmi: 25; (dr. Won¿t be able to share the personal details of the patient). Patient pre-existing medical conditions (ie. Allergies, history of reactions): no. Product code and/or lot of products used? Refer the product complaint as it was mentioned in it. Current patient status: wound got healed well after debridement. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Suspecting dermabond prineo. Is product available to return for analysis? No. Name of surgeon? Dr. (B)(6). Kindly confirm the device return status. Discarded. Please mention the source through which the information is received (information received from dr, nurse etc.): dr. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.